Manufacturer narrative:
Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date estimated. The scaffolds remain implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The adverse patient effects mentioned are filed under other MFR numbers.

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: death, thrombus, myocardial infarction, and restenosis, requiring revascularization and re-hospitalization, and the device malfunction of strut fracture. Details are listed in the attached article, titled long-term follow-up and predictors of target lesion failure after implantation of everolimus-eluting bioresorbable scaffolds in real-world practice. Please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: long-term follow-up and predictors of target lesion failure after implantation of everolimus-eluting bioresorbable scaffolds in real-world practicena - attachment: [cn-029631.pdf].

Manufacturer narrative:
The devices were not returned for evaluation. A review of the lot history records and complaint histories could not be conducted because the part and lot number were not provided. Based on the information reviewed, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na